Manufacturer narrative:
Concomitant products: product ID: 37754 serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) moved around in the pocket. The reporter noted it was an ¿issue¿ that they had been working with since implant in (B)(6) 2013. The patient was unsure how long the ins had been moving around and wasn¿t aware that there was a ¿pocket¿ until about 2 days prior to the report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.